Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger returned. Performed pre-fill test (appendix c) and found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passes pre-filling, basal and bolus test, physical-cosmetic tests. There are no leak and no air bubbles anomalies during test. Evaluated 1 open/used reservoirs (0.6 of clear liquid inside) plunger not returned. Using a new lab plunger; performed pre-fill test (appendix c) and found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passes pre-filling, basal and bolus test, physical-cosmetic tests. There are no leak and no air bubbles anomalies during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks. The customer reported no adverse event. The event involved product(s) mmt-332a. The customer reported a reservoir leak. Troubleshooting was performed and found that the leak was past second o ring. No harm requiring medical intervention was reported. The customer will discontinue using the reservoir. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.